Manufacturer narrative:
A DHR review could not be conducted as the lot number remains unknown. The devices associated with this incident were not returned to rti surgical for evaluation. As of the date of this report, rti surgical was unable to confirm which specific pioneer surgical system the pedicle screws belong to. This report will be updated should the devices or additional information become available at a later date.

Event description:
It was reported to rti surgical that a revision surgery had been performed involving pedicle screws. Following the index surgery performed on (B)(6) 2012, the patient experienced recurring pain and difficulties walking. Revision surgery was performed on (B)(6) 2020 to remove the construct. According to the patient, the removal of the construct completely alleviated the pain. Rti surgical was ultimately unable to confirm which specific pioneer surgical system the pedicle screws were part of.